Event description:
It was reported that during the surgery the surgeon successfully stripped off t1, but failed to strip off t2. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts were returned prohibiting confirmation of the reported complaint of t2 not deploying. The insertion needle is bent on two planes.